Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the device has small scratches which are normal for this type of device. Marks from the sterilization process can be observed along the clamps. No other problems or visual defects were observed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed, the clamps were opened and closed several times. More force than necessary was used to perform the functional test. The device did not work as expected. Therefore the customer allegation can be substantiated. According to the document cleaning and sterilization instructions the following precautions should be taken.: -all devices must be thoroughly cleaned and inspected prior to sterilization. Long, narrow lumens, blind holes, moving and intricate parts require particular attention during cleaning and inspection. -during cleaning, only use cleaning agents that are labelled for use on medical devices and in accordance with the manufacturer¿s instructions (e.g. Temperature, contact time, and rinse time). -cleaning agents with a used dilution ph of within 7¿9.5 are recommended. Highly alkaline conditions (ph >11) can damage components/devices, such as aluminum materials. -do not use saline, environmental disinfection (including chlorine solutions) or surgical antiseptics (such as iodine- or chlorhexidine-containing products). -do not use a cleaning aid that can damage the surface of instruments such as steel wool, abrasive cleaners or wire brushes. The overall complaint was confirmed as the observed condition of the bending/cutting pliers would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to maintenance, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part: 391.962. Synthes lot: t182400. Supplier lot: n/a. Release to warehouse date: dec 02, 2019. Manufactured by: synthes tuttlingen. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure on (B)(6) 2024 the pliers do not open and close properly anymore. They are jammed. No surgical delay. Procedure completed successfully